Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after completing the load fill tubing sequence, the pump continued to drip insulin from the infusion set tubing. Customer¿s blood glucose level was 90 mg/dl. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.